Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. All components were removed and replaced with a new device. There were no patient complications.